Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. Occlusion, prime, and excessive no delivery test weren't performed due to the alarm. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
Customer's nurse reported via phone call, the customer was having difficulties with the insulin pump. Customer's current blood glucose was 155 mg/dl. Customer has been experiencing low blood glucose for about a week. Customer wasn't admitted as an inpatient for medical treatment. Troubleshooting was performed for low blood glucose. Troubleshooting on the device was performed and no issues were noted by the nurse. Customer requested a replacement device and agreed to return the device for analysis.